Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook for failure analysis investigation, but the investigation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following the completion of failure analysis evaluation and if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the permanent cautery hook (470183-14/n11200324 0105) was attempted; however, there is no information regarding the reported instrument usages based on the provided model and lot number. Therefore, the instrument was not confirmed to be used on the provided event date of (B)(6) 2021. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, "hook creepage" was noted with the permanent cautery hook. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. The customer is unable to release patient demographic information for this event. On 24-august-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the instrument was inspected prior to use. The customer reported that arcing of electrical energy had occurred during cauterization at the beginning of the surgery. The customer was utilizing the forcetriad generator to activate monopolar coag energy. The esu settings were around cut 40/coag 45. The instrument tip was in contact with tissue when the event occurred. The surgical staff changed the cable and "negative plate" and suspected the instrument was the cause of the issue. The customer was also using a bipolar instrument at the time of the event. The instrument was not removed from the arm prior to the event. There was no report of a collision with another instrument or tool. The instrument tip did not touch any staples, clips or sutures while energized. The tip was not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The patient has not returned to the hospital due to post-surgical complications. No information was provided pertaining to patient history and pre-existing medical conditions. No information was provided pertaining to tests and laboratory data specific to this incident.

Manufacturer narrative:
D02, d11 - intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection confirmed a localized melting on the conductor wire insulation that exposed the internal wire located at the distal end of the monopolar yaw pulley. No weld damage and no missing material was confirmed. The instrument was subjected to electrical continuity and passed. This observation is attributed to a component failure. Instrument was analyzed by cutting one distal clevis ear and found mechanical indentations on the distal idler pulley indicative of mishandling and misuse. No weld damage confirmed. Removal of the other distal clevis ear revealed a slightly frayed cable on the distal pulley. This condition possibly interacted with the conductor wire and caused insulation damage.